Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, excessive fluid ingress was found inside the endoscope connector triggering the pink moisture indicators throughout the plug body. Investigators were unable to confirm how the fluid entered the instrument; however quality trend analysis shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Further evaluation of the device found the following defects, scope connector leaking, electrical safety test failed, and variable stiffness clicking. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during inspection, the evis lucera elite colonovideoscope exhibited error code, unsupported scope. Upon inspection and testing of the customer returned device, the scope exhibited error code e315, unsupported evident. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: water invaded the scope connector, the electrical components were broken, and the error message was displayed. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, re olympus will continue to monitor the field performance of this device.